Manufacturer narrative:
A united states (us) customer contacted a siemens customer care centre (ccc) and reported that an erroneously depressed tacrolimus (tac) result was obtained on a patient sample on a dimension exl with lm integrated chemistry system. Quality control (qc) was within range on the day of the event. The customer performed 5 times precision test, which recovered acceptably. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse verified probe alignments, cleaned and calibrated mixers. Next, the cse cleaned heterogenous module (hm) vessel transfer area. The instrument was performing within specifications. Siemens is evaluating the event.

Event description:
The customer reported that an erroneously depressed tacrolimus (tac) result was obtained on a patient sample on a dimension exl with lm integrated chemistry system. The initial result was not reported to the physician(s). The sample was repeated on original instrument. The repeat result obtained was considered correct and reported as correct result to the physician. There are no known reports of patient intervention or adverse health consequences due to erroneously depressed tac result.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2025-00135 was filed on 20-aug-2025. Additional information (04-nov-2025): siemens reviewed the instrument data files related to reagent and sample delivery via cuvettes by monitoring result data, and all values were found to be within acceptable limits and also observed that calibration was acceptable on the day of the event. In addition to the service activities mentioned in the initial report, the siemens customer service engineer (cse) performed preventive maintenance of the system. Further the cse verified service methods, system checks and quality control (qc) results, which recovered acceptably. Siemens further evaluated the event and determined that misalignment of the reagent and sample probes, potentially contributed to the falsely depressed tac result. The system is performing within specifications. No further evaluation is required. The investigation findings and investigation conclusions codes in the h6 sections were updated to reflect the additional information.